Event description:
Syringe breaking.

Manufacturer narrative:
It was reported that the syringe broke "connecting to waste bag". Per the facility there was no patient involvement and therefore no injury. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
Updates made to: e1, h6.